Event description:
The first dose of cardioplegia was delivered to the patient. After completion of the dose, the roller pump well began to fill with blood. A split was noted in the tubing of the cardiplegia pack tubing. The split in the tubing occurred after the start of the procedure. The line was clamped and the disposable cardioplegia set was replaced with a new one. At no time was there harm to the patient.